Event description:
Customer reported no reactivity with vra128 and a patient sample with a known anti-kell. Patient was a known anti-kell returned to the hospital. Both the antibody screen and testing with vra128 were negative. Customer tested the patient sample against kell positive cell from a 0.8% resolve panel b. Reactivity of 1+ was observed. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.